Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported her insulin pump was not priming. The blood glucose reading was 212mg/dl. The caller stated that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test. Unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump was received with cracked display window corners.